Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported the patient developed a (B)(6) and became septic. The source of the original infection is suspected to be the pocket. The device and lead were removed. No further patient complications have been reported as a result of this event.